Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the attune cementless impaction instrument broke, severe cracks no harm to patient or delay to surgery.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information was received indicating that "no pieces broken off, just cracks" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.